Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the leep unit will not cut/coag. No patient harm. Unit to be returned for repair. No additional information available. 1216677-2026-00043 lp-20-120 leep 2026-05-0000291